Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05274. It was reported that acute coronary syndrome with transitory st elevation was experienced. In (B)(6) 2015, percutaneous transluminal coronary angioplasty was performed. The target lesion was located in the proximal left anterior descending artery. Pre-dilatation with a 2.0x10mm maverick balloon catheter was performed, then two 20 x 2.25 promus premier drug eluting stents were implanted to treat the lesion. The first stent was implanted distally to the diagonal branch, the second one was implanted before the origin of diagonal branch. After the positioning of stent, the physician decided to dilate the diagonal branch with a 2.0x10mm non-bsc balloon. The first dilatation was done without any problem. The balloon was retrieved until the proximal stent to perform another dilatation in the diagonal branch. However on the angiography, when the physician tried to advanced the balloon, an axial length change (alc) deformation of the proximal stent was seen. To conclude the procedure, a 2.0x15 non-bsc stent was implanted into the diagonal branch. In (B)(6) 2015, the patient was hospitalized due to an acute coronary syndrome with a transitory st segment elevation. Upon angiography, a stenosis before the proximal 20 x 2.25 promus premier stent was noted and a 2.25 x12mm non bsc stent was implanted. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05274. It was reported that acute coronary syndrome with transitory st elevation was experienced. In (B)(6) 2015, percutaneous transluminal coronary angioplasty was performed. The target lesion was located in the proximal left anterior descending artery. Pre-dilatation with a 2.0x10mm maverick balloon catheter was performed, then two 20 x 2.25 promus premier¿ drug eluting stents were implanted to treat the lesion. The first stent was implanted distally to the diagonal branch, the second one was implanted before the origin of diagonal branch. After the positioning of stent, the physician decided to dilate the diagonal branch with a 2.0x10mm non-bsc balloon. The first dilatation was done without any problem. The balloon was retrieved until the proximal stent to perform another dilatation in the diagonal branch. However on the angiography, when the physician tried to advanced the balloon, an axial length change (alc) deformation of the proximal stent was seen. To conclude the procedure, a 2.0x15 non-bsc stent was implanted into the diagonal branch. In (B)(6) 2015, the patient was hospitalized due to an acute coronary syndrome with a transitory st segment elevation. Upon angiography, a stenosis before the proximal 20 x 2.25 promus premier¿ stent was noted and a 2.25 x12mm non bsc stent was implanted. No further patient complications were reported and the patient's status was stable.